Event description:
The infirmary staff attended to a patient diagnosed in vt/vf. The device was attached to the patient using disposable combination defibrillation/pacing/ECG electrodes. The operator attempted to charge the defibrillator. The operator also turned on the sync function. The sync light allegedly failed to flash as expected and the defibrillator reportedly failed to complete charging to the selected energy. Two additional attempts were made to charge the defibrillator, however the device allegedly failed to charge each time. A backup defibrillator was subsequently made available and used with no other problems reported. The patient was not resuscitated.